Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer submerged the pump in water. During troubleshooting with technical support, the malfunction alarm was cleared and insulin deliver was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per tandem user guide, avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 m) or for more than 30 minutes (ipx7 rating). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.